Event description:
The account alleged when he presses the hi/low up and then releases the hi/low up switch the hi/low will continue to run up about 6 inches. He also alleged if he puts a board under the frame of the bed and runs the hi/low down, he can continue to run the frame against the board and the hi/low protect switch will not kick in to run the hi/low back up.

Manufacturer narrative:
Repairs have not been completed.